Manufacturer narrative:
H11: as the serial number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a stereotactic mammography breast biopsy procedure using encor driver by vertical approach. It was reported that the device continued to operate without any button being pressed. Further clarification was provided that during the sampling process, the sample button on either the encor driver or the encor foot pedal failed to respond. The encor enspire system was ultimately stopped through manual intervention. There was no patient injury. During the middle of the sampling process, the encor driver continued to take samples without any user input and did not stop sampling, even without the sample button being pressed. The user was unable to stop the encor driver therefore, the user had to completely stop the encor enspire system. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a DHR and manufacturing review was not required as the device was not returned. Investigation summary: the physical device was not returned for evaluation. No photos or videos were provided for review. Therefore, the investigation is inconclusive for the alleged issue as no objective evidence was provided for review. A definitive root cause for the reported unintended movement issue could not be determined based upon the provided information. Labeling review: the labeling/packaging review was not required as the reported event is not associated with a labeling, packaging, or use related issue. D4 (medical device expiration date), e1, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent for a stereotactic mammography breast biopsy procedure using encor driver by vertical approach. It was reported that the device continued to operate without any button being pressed. Further clarification was provided that during the sampling process, the sample button on either the encor driver or the encor foot pedal failed to respond. The encor enspire system was ultimately stopped through manual intervention. There was no patient injury. During the middle of the sampling process, the encor driver continued to take samples without any user input and did not stop sampling, even without the sample button being pressed. The user was unable to stop the encor driver therefore, the user had to completely stop the encor enspire system. There was no reported patient injury.